Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker exhibited premature batter depletion. The reported device was explanted and replaced on (B)(6) 2022. The patient status was unknown.